Event description:
It was reported to covidien in 2009, that a customer had an issue with a dental needle. Customer states that the needle broke in the patient's mouth.

Manufacturer narrative:
Submit date: 03/17/2009. An investigation is currently underway. Upon completion, the results will be forwarded.